Manufacturer narrative:
The returned spva valve has been received and analyzed by our laboratory. According to the results, the valve does not meet all of its specification requirements and obstruction has been confirmed. Indeed, several deposits have been found on the spring and around the ruby ball. Then, the functional controls show that it is not possible to flush air and alcohol inside the valve, and that the rotation test can't be performed because of the rotor blocking, both before and after cleaning the valve. Furthermore, the distal catheter and the reservoir have been found free from any occlusion. Shunt obstruction is a known short and long term complication described in the instructions for use.

Event description:
Csf did not flow smoothly even at the setting of 30 mmhg. Therefore, spva was extracted on (B)(6), one year after implantation.